Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced bleeding on the insertion site which occurred the same day the sensor has been inserted in the abdomen. The area was bleeding for more than 3 minutes. The patient called 911, the paramedics came and checked the patient. He was advised that he needed to go to the ER (emergency room), so the patient drove himself to the ER. When the patient arrived at the ER they cleaned the wound, gauze and tape was placed with icing over the wound. They treated the patient with a ¿shot¿ of lidocaine and vasoconstrictor (injection). The patient was discharged the same day. At the time of the report, he was feeling fine. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.